Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding. The reported complaint was confirmed. Device investigation showed that the lead was fractured. Unintended use error caused or contributed to event was chosen as conclusion code. Unintentional patient movement may have caused lead fracture. Based on investigation results, no escalation is required.

Event description:
It was reported that this neurostimulator had open impedances. It was noted that the patient had high impedances at the clinic the week prior and was unable to re-program their device. Inadequate stimulation was noted. The patient had a lead revision. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that this neurostimulator had open impedances. It was noted that the patient had high impedances at the clinic the week prior and was unable to re-program their device. Inadequate stimulation was noted. The patient had a lead revision. There were no patient complications.